Manufacturer narrative:
Please note that a correction was made to the following section(s): the event occurred on (B)(6) 2013. The catalog number was corrected to psc054.

Event description:
The patient underwent a successful thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter and a penumbra system 5max reperfusion catheter. Following the procedure, angiography showed distal emboli with a possible relationship to the 3max and 5max catheters and a vasospasm in the ica with a definite relationship to the 3max and 5max catheters.

Manufacturer narrative:
Conclusion: distal embolization and vasospasm are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00191. The hospital discarded the device.